Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparo hepatectomy. According to the reporter: the device was used to retract the tissue around the liver. When the device from the cavity, the surgeon found the plastic part on the tip was missing. The surgeon searched in the cavity, but could not find the plastic part. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.